Event description:
In 2005 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high results. The medical affairs specialist contacted the pt to obtain and verify info; however was unable to contact the pt. The pt reported in 2005 at 11pm the pt was experiencing symptoms of shaking, headache, blurry vision and numbness and tingling in her feet, legs, arms and hands. The pt obtained blood glucose results of 109 mg/dl and 176 mg/dl on the reported meter, using forearm samples. The pt ate food and/or drank beverages. The pt was taken to the hosp, where she was also treated with food or beverage. The customer care advocate discovered during the troubleshooting telephone call the reported meter was not programmed correctly for the calibration code number of the test strips in use. The pt was handling the reagents appropriately and her testing technique was correct. However, during conditions when the blood glucose levels are changing rapidly, results from forearm samples may differ significantly from fingertip sample results. It would be helpful to determine the pt's blood glucose levels if tested at the hosp; and how much time elapsed between the pt's last meal or medication and the results obtained on the reported meter using forearms samples. This incident is being reported as an adverse event due to the pt was experiencing hypoglycemic symptoms and required emergency treatment. The inaccurate result on the pt's meter may have delayed treatment for the hypoglycemia.